Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was bent. The insertion site was at right abdomen. The issue was occurred within 3 hours of insertion. The blood glucose value was unknown. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.